Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer investigation results. Based on the results of the investigation, the evaluation of the device confirmed that the outer tube was broken off. Therefore, it is likely due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However, a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the telescope had broken optics the issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.